Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A refractive coordinator reported that suction loss occurred after the laser fired. Additional information requested.

Manufacturer narrative:
The review of logfile shows at system startup, no error messages or parameter deviations can be seen that points to the problem described. The three system test for vacuum, energy and ablation were executed by the user without any problems. The reported treatment could be identified in the logfile. The logfile review showed the treatments was for the left eye. The treatment was aborted during bed cut after the warning message the message indicates that the user released laser pedals and pressed the right footswitch to turn off the vacuum. The logfile review showed the treatment was restarted and completed successfully immediate after the aborted procedure. The system was working within specification. No technical root cause was identified. The root cause is user handling. The manufacturer internal reference number is: (B)(4).